Event description:
Boston scientific was informed that during colonoscopy procedure, the injection gold probe bipolar catheter did not work. The physician completed the procedure with the another gold probe catheter with no patient complications. The pt is reported to be fine.

Manufacturer narrative:
These codes were selected by the MFR as a result of info obtained from the user facility. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.